Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt stated not long after her hip replacement, she started experiencing an on and off pain in her groin which is now a constant thing. She also experiences a pain down her leg. She can't lift her leg, nor bend and has trouble tying her shoes. Pt did consult with her surgeon; x-rays were taken and everything looked to be in place. He gave her pain medication and also sent her to pain management."